Event description:
It was reported the wireless battery module was not connecting to the network. The associated pump did not have the current mdl. There was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom "will not connect" was confirmed and reproduced. The symptom was due to a failure on the radio printed circuit board. The module was scrapped.